Event description:
Caller tested 3.8 inr on the coaguchek xs system while a coaguchek xs plus system returned as 2.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).